Manufacturer narrative:
The semi-electric bed was inspected by several experts representing several parties. The evaluation confirmed that the semi-electric bed was not the cause of the fire in the reported event.

Event description:
Drive devilbiss healthcare was notified by attorney letter of the presence and potential involvement of a semi-electric bed in a fire, and the end user was injured and subsequently died as the result of a fire. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the product through the attorney. An update will be filed if additional information becomes available.